Manufacturer narrative:
Event date approximate: (B)(6)2019 valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that their ins battery was not working right/goofing up and they were going to see the surgeon on (B)(6)2019 to get the ins battery changed out. No patient symptoms reported. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said that every time they go to charge up the ins battery, they get an eri message and a picture of a doctor. The patient stated they had been told that it was time to change the ins battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for occipital nerve pain and spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) is at normal elective replacement indicator (eri). Upon seeing the patient on the day of the report, the rep ran an impedance check. It was stated that contacts 0 & 1 were greater than 10,000 ohms at 0.7. The rep indicated that the patient was not using those electrodes and was getting coverage with excellent pain relief. No further troubleshooting was needed. The rep mentioned that the patient will be looking to get a battery replacement prior to the device reaching end of service (eos). The issue was resolved at the time of the report. No further complications were reported or anticipated.